Event description:
Oversensing with inappropriate therapies was reported. The lead was capped and a new one was implanted.. Furthermore the ICD was explanted to reduce future surgeries.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 01, 2024 and august 27, 2024 recorded the stable pacing impedance around 500 ohms with an increase to approx. 1300 ohms at the end of the recording period. The shock impedance trend curve showed stable values around 65 ohms with decrease to approx. 45 ohms at the end of the recording period. The analysis of the provided iegm episode no. 1826 from august 27, 2024 revealed artifacts on the rv channel, which led to the reported oversensing. The available shock list showed multiple aborted and delivered shocks on august 25, 2024 between 10:12 hr and 12:21 hr. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.